Event description:
It was reported that the patient had a burning feeling coming from behind the battery pack. It was noted that it was not under the skin between the pack but was on the inside of the patient right behind the pack. The patient stated that it felt like it was burning good sometimes and that it would come and go. It was further reported that the patient was still having concerns with the device or therapy but had not sought further help. It was noted that the patient could not find a health care professional.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 389133, lot# v024516, implanted: (B)(6) 2007, product type: lead. Product ID: 399930, lot# v004091, implanted: (B)(6) 2008, product type: lead. (B)(4).